Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Blood glucose value at the time of the event was 46 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1715kr, mmt-332a, mmt-397a, and mmt-7020la. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1715kr. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed 27.4 units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and lcd assembly. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. No device problem found was confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.